Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer stated they experienced thirst as a symptom and treated the high blood glucose with a manual injection. The customer was assisted with the high blood glucose level troubleshooting. The customer removed the infusion set from their body and discovered the cannula was bent. The customer stated they had a back-up plan available. The high blood glucose started on (B)(6) 2017 and had the following readings: 294 mg/dl; 540 mg/dl 559 mg/dl and 443 mg/dl. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The product will be replaced. The product will be returned for analysis.